Event description:
The customer alleged that he received a normal control test result of 190 mg/dl. The normal control range was 109-150 mg/dl. The customer did not have any control solution left, so further troubleshooting was not possible. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.